Event description:
It was reported that the right ventricular lead pacing impedence increased suddenly and was unstable. Some noise oversensing was also noted. The lead was capped and replaced. No patient complications were reported as a result of this device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.